Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the failure was isolated to a defective c652 solder bridge component on the computer/analog pca. The root cause for the defective c652 component could not be positively identified. No adverse event resulted from the damaged monitor.